Event description:
Covidien endo stitch malfunctioned while in use during a laparoscopic gastric bypass. The suture needle was stuck in the device. A new device had to be opened and used to complete the case. Covidien rep in the room at the time of malfunction and is aware.